Event description:
It was reported that complete loss of capture and a decline in r-wave sensing was observed. Impedance had also decreased. The physician suspected deslodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.